Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad is blocked. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
All buttons function properly; no damage to the keypad traces and the j1connector on the printed circuit board assembly was not unlocked during our visual inspection. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, peeling keypad overlay, cracked select button on the keypad overlay and peeling end cap address label.